Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cold solder joint. This report is made based on the results of an investigation completed on 01/09/2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/09/2014 with the following findings:black box review shows evidence of short battery life; multiple warnings are observed in the alarm history.the pump powers¿on¿ and displays ¿verify ¿screen. The pump was able to prime and to exercise correctly, no alarms occurred during testing. External power supply confirmed a high sleep current draw . The pump¿s cover was removed, the sleep current returned to nominal specification after unplugging the connector from the circuit. Further inspection shows a cold solder connection to the gold pin in the board. The pump maintained nominal sleep current reading after resoldering the pin and replugging the connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.